Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown l at the time of incident. Customer stated that the insulin pump buttons were stuck. Customer stated that the insulin pump could have been exposed to moisture that led to keypad anomaly. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.